Manufacturer narrative:
Investigation into this event concludes that the instrument and reagent were performing as expected. The historical calibration in use at the time of the event and proficiency fluids themselves could not be ruled out as potential contributors to the event. The root cause of the event is unknown. Acceptable valp results were obtained using a different st of proficiency fluids on a alternate lot of valp reagent.

Event description:
A customer observed positively biased valp results on multiple proficiency fluids while using the vitros 5,1 analyzer. Valp patient sample results were released from the laboratory during time interval that the proficiency fluids were analyzed. The laboratory pathologist concluded that patient care was not compromised. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).